Event description:
The customer reported an unspecified return line air detector (rlad) alarm. Patient information is unavailable at this time. Patient outcome is unavailable at this time.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which anevent occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
This report is being filed to provide additional reporter information.

Manufacturer narrative:
Investigation: terumo bct service technician cleaned the fluid spill from the sensor. An auto test and saline run were performed to verify that the system was operational after there pair. An internal report indicates no further related issues have been reported for this device. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: multiple attempts were made to obtain the run data file to confirm an alarm for this incident, without success. One year of service history was reviewed for this device, with no problems identified related to the reported condition. The spectra optia operator¿s manual, in the warning section, instructs the operator to monitor the return line for air during the procedure. If return air is seen the operator is instructed to discontinue the procedure, or to select the option to "remove air from return line" at any point during the procedure to perform the air recovery process. Root cause: the cause of the spill on the sensor could not be determined based on available information.

Event description:
Due to EU personal data protection laws, the patient information is not available from the customer.

Manufacturer narrative:
Investigation: the machine was checked out at the customer site by terumo bct service technician. The return pump sensor was found to have had fluid spilt on it. The sensor was cleaned. Investigation is in process. A follow-up report will be provided.